Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient obtained a post-operative wound infection at the ipg pocket site following a recent revision (reference MFR report#1627487-2016-05566). As a result, an additional surgery was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Reportedly, the patient's taking oral antibiotics as further treatment for the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.